Manufacturer narrative:
Bayer case number: (B)(4) irritation in the vaginal area [vaginal irritation] , eczema in the ear canals [eczema of external auditory meatus] , muscle & joint pain [arthromyalgia] , periodontitis [periodontitis] , joint inflammation (epicondylitis) [epicondylitis] , cervicalgia [cervicalgia] , loss of strength on the entire left side [muscle weakness left-sided] , memory disorders [memory disturbance] , memory loss [memory loss] , confusion [confusion] , accentuated depressive syndrome [depressive syndrome] , paraesthesia [paraesthesia] , vertigo [vertigo] , severe generalized fatigue [fatigability generalized] , sleep apnoea [sleep apnoea] , decreased vision [vision decreased] , burning throughout the body [burning sensation] , total loss of libido [loss of libido] , menopause [menopause], malaise [malaise] , cervical osteoarthritis [osteoarthritis of cervical spine] , spinal canal narrowing [lumbar spinal stenosis] tiredness [tiredness] , hampering my daily life [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal discomfort ("irritation in the vaginal area") in a 51-year-old female patient who had essure inserted (lot no. B85129) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced periodontitis ("periodontitis"), epicondylitis ("joint inflammation (epicondylitis)"), neck pain ("cervicalgia"), hemiparesis ("loss of strength on the entire left side"), memory impairment ("memory disorders"), amnesia ("memory loss"), confusional state ("confusion"), depression ("accentuated depressive syndrome"), paraesthesia ("paraesthesia"), vertigo ("vertigo"), fatigability generalized ("severe generalized fatigue"), sleep apnoea syndrome ("sleep apnoea"), visual impairment ("decreased vision"), burning sensation ("burning throughout the body"), loss of libido ("total loss of libido") and menopause ("menopause"). In 2024 she experienced malaise ("malaise"), spinal osteoarthritis ("cervical osteoarthritis"), lumbar spinal stenosis ("spinal canal narrowing") and tiredness ("tiredness"). On unknown date she experienced vulvovaginal discomfort (seriousness criterion medically important), eczema ("eczema in the ear canals"), arthralgia ("muscle & joint pain") and loss of personal independence in daily activities ("hampering my daily life"). The patient was treated with antidepressants (unknown), vitamin d (ergocalciferol), vitamin k (menadione sodium bisulfite) and omega 3 (fish oil, vitamin e nos). Essure treatment was not changed. At the time of the report, the vulvovaginal discomfort, eczema, arthralgia, periodontitis, epicondylitis, neck pain, hemiparesis, memory impairment, amnesia, confusional state, depression, paraesthesia, vertigo, fatigability generalized, sleep apnoea syndrome, visual impairment, burning sensation, loss of libido, malaise, spinal osteoarthritis, lumbar spinal stenosis, tiredness and loss of personal independence in daily activities had not resolved. No causality assessment was received for essure with regard to eczema, vulvovaginal discomfort, arthralgia, periodontitis, epicondylitis, neck pain, hemiparesis, memory impairment, amnesia, confusional state, depression, paraesthesia, vertigo, fatigability generalized, sleep apnoea syndrome, visual impairment, burning sensation, loss of libido, menopause, malaise, spinal osteoarthritis, lumbar spinal stenosis, tiredness or loss of personal independence in daily activities. The reporter commented: I have had an MRI scan and CT angiography to rule out stroke and ischaemia but they did not show anything except for cervical osteoarthritis and spinal canal narrowing. This then required a cervical and spinal cord MRI to look for or rule out myelopathy. I am living with increasing tiredness, confusion and pain. I take antidepressants and am again taking physiotherapy sessions. I take vitamin d, vitamin k and omega 3 to counteract these aches and pains. I would like to have these implants removed and thus regain my well-being, which is slowly but surely falling apart. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Computerised tomogram] (date unknown): spinal canal narrowing [magnetic resonance imaging] (date unknown): cervical osteoarthritis. Batch number b85129, manufacture date 2013-10-22, expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Irritation in the vaginal area [vaginal irritation], eczema in the ear canals [eczema of external auditory meatus], muscle & joint pain [arthromyalgia], periodontitis, joint inflammation (epicondylitis), cervicalgia, loss of strength on the entire left side [muscle weakness left-sided], memory disorders [memory disturbance], memory loss, confusion, accentuated depressive syndrome [depressive syndrome], paraesthesia, vertigo, severe generalized fatigue [fatigability generalized], sleep apnoea, decreased vision, burning throughout the body [burning sensation], total loss of libido, menopause, malaise, cervical osteoarthritis [osteoarthritis of cervical spine], spinal canal narrowing [lumbar spinal stenosis], tiredness & hampering my daily life [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal discomfort ("irritation in the vaginal area") in a 51-year-old female patient who had essure inserted (lot no. B85129) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced periodontitis ("periodontitis"), epicondylitis ("joint inflammation (epicondylitis)"), neck pain ("cervicalgia"), hemiparesis ("loss of strength on the entire left side"), memory impairment ("memory disorders"), amnesia ("memory loss"), confusional state ("confusion"), depression ("accentuated depressive syndrome"), paraesthesia ("paraesthesia"), vertigo ("vertigo"), fatigability generalized ("severe generalized fatigue"), sleep apnoea syndrome ("sleep apnoea"), visual impairment ("decreased vision"), burning sensation ("burning throughout the body"), loss of libido ("total loss of libido") and menopause ("menopause"). In 2024 she experienced malaise ("malaise"), spinal osteoarthritis ("cervical osteoarthritis"), lumbar spinal stenosis ("spinal canal narrowing") and tiredness ("tiredness"). On unknown date she experienced vulvovaginal discomfort (seriousness criterion medically important), eczema ("eczema in the ear canals"), arthralgia ("muscle & joint pain") and loss of personal independence in daily activities ("hampering my daily life"). The patient was treated with antidepressants (unknown), vitamin d (ergocalciferol), vitamin k (menadione sodium bisulfite) and omega 3 (fish oil, vitamin e nos). Essure treatment was not changed. At the time of the report, the vulvovaginal discomfort, eczema, arthralgia, periodontitis, epicondylitis, neck pain, hemiparesis, memory impairment, amnesia, confusional state, depression, paraesthesia, vertigo, fatigability generalized, sleep apnoea syndrome, visual impairment, burning sensation, loss of libido, malaise, spinal osteoarthritis, lumbar spinal stenosis, tiredness and loss of personal independence in daily activities had not resolved. No causality assessment was received for essure with regard to eczema, vulvovaginal discomfort, arthralgia, periodontitis, epicondylitis, neck pain, hemiparesis, memory impairment, amnesia, confusional state, depression, paraesthesia, vertigo, fatigability generalized, sleep apnoea syndrome, visual impairment, burning sensation, loss of libido, menopause, malaise, spinal osteoarthritis, lumbar spinal stenosis, tiredness or loss of personal independence in daily activities. The reporter commented: I have had an MRI scan and CT angiography to rule out stroke and ischaemia but they did not show anything except for cervical osteoarthritis and spinal canal narrowing. This then required a cervical and spinal cord MRI to look for or rule out myelopathy. I am living with increasing tiredness, confusion and pain. I take antidepressants and am again taking physiotherapy sessions. I take vitamin d, vitamin k and omega 3 to counteract these aches and pains. I would like to have these implants removed and thus regain my well-being, which is slowly but surely falling apart. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Computerised tomogram] (date unknown): spinal canal narrowing. [Magnetic resonance imaging] (date unknown): cervical osteoarthritis. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.